Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue, difficult to inflate, kinked and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device that exhibited inadequate cylinder inflation. A revision surgery was performed, during which the physician confirmed difficulty cycling the pump, reduced inflation, and insufficient rigidity. The physician suspected from a kinked or obstructed tubing or pump mechanism failure. The device was explanted and replaced. No patient complications were reported.